Manufacturer narrative:
The investigation of positioning issues and high purge pressure has been completed. The failure mode "positioning issues" was changed to "low pump flows" because low pump flow was the higher severity issue of the two resulting pump performance issues of the same root cause. The pump was returned and inspected. There was biomaterial on the impeller and in the outflow cage. The pump was soaked and the biomaterial was cleared. The pump was run in the lab and the low pump flow did not reproduce. The data logs showed a motor current spike corresponding with a speed deviation, suction alarms, and a shift in placement signal. The logs showed a shift in purge pressure at the time of the spike before the purge pressure values are elevated later on and high purge pressure alarm is triggered. The high purge pressure resolved after about 40 minutes. The positioning issues reported by clinical are most likely due to biomaterial impacting optical sensor and causing false impella position in aorta alarms. The suction alarms are also a result of ingested biomaterial. The root cause of the low pump flow was determined to be due to biomaterial. The root cause of the high purge pressure was determined to be biomaterial. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ h.6 a new medical device problem code was added to reflect failure mode changes noted in the investigation results. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2025-25979 in accordance with updated procedures.

Event description:
The user facility reported a patient (unknown race) with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and during support positioning issue and high purge pressure were encountered. The patient would eventually expire after six days of support. The patient with an extensive medical history was deemed heart failure with reduced ejection fraction of 20%. An echocardiogram showed the left ventricle severely dilated, global hypokinesis, and small mural mass. Left ventricular end-diastolic diameter was 6.6cm. The patient with ischemic cardiomyopathy complicated by cardiogenic shock and inotrope dependent with class IV heart failure. The patient was planned for an impella 5.5 device as a bridge to heart transplant or bridge to left ventricular assist device. The impella 5.5 device was implanted, and poor positioning and high purge pressure alarm were noted to have occurred approximately six days after start of support. There were also persistent intermittent suction alarms and motor current was flat, and aorta/left ventricle decoupled. The patient was sliding and in more shock. The patient was taken for an impella 5.5 device exchanged and venoarterial extracorporeal membrane oxygenation (va ECMO) placement. However, the patient continued doing poorly, and support was removed the same day of the new 5.5 insertion. The cause of death is unknown. There is not enough evidence to exclude the impella as a possible contributing factor in the overall outcome. However, it should be noted the patient had a "poor" heart function, less options available (not a candidate for percutaneous coronary intervention or coronary artery bypass graft surgery), and did not fully recover from the cardiac event.

Manufacturer narrative:
The impella pump with the data stick and purge cassette has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿